Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented with chest pain and was placed on heparin. Vascular access was obtained via the femoral artery. The 85% stenosed, eccentric, denovo target lesion was located in the moderately tortuous, moderately calcified, mid first diagonal artery. The 20 x 2.25mm target lesion had a significant bend between 45 and 90 degrees. Following introduction of a non-bsc unspecified guide wire, the lesion was pre-dilated with a 1.25x10mm balloon with 60% residual stenosis. Significant resistance was encountered while inserting the 2.25 x 24mm promus element stent delivery system (sds). The sds was advanced to the target lesion and inflated to 15atm. Immediately after, a dissection was noted at the proximal end of the deployed stent. A 2.5 x 16mm promus element stent was implanted, overlapping the first stent, to treat the dissection. Postdilitation was performed using a 2.5 x 15mm balloon. No further patient complications were reported and the patient's status is stable. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(6).